Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, h4, h6. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? No. What was the initial approach for the index surgical procedure? Retropubic. Were there any intra-operative complications? No. Other relevant patient history/concomitant medications? Had other vaginal prosthetic exposures of other materials (for prolapse cure) please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Vaginal prosthetic exposure on a colpotomy scar. Pain and leucorrhea. Describe any medical/surgical intervention for the exposure including dates and findings. Excision: vaginal prosthetic exhibition (B)(6) 2025 was the exposed mesh excised? Yes. Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Indeterminate. What is the patient's current status? She's fine. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and mesh was implanted. Reportedly prosthetic exposure occurred in 2021 and had attempted recovery on 2021. Recurrence of prosthetic exposure on 2025. Current condition of the patient: reoperation on (B)(6) 2025 for partial excision of suburethral strip. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.